Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and related products. At this time, applied medical is unable to determine the cause of the injury or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified. [Correction] section e (initial reporter state) has been updated.

Event description:
Procedure performed: unknown (robotic surgery). Event description: complaint 1 of 2: (B)(4) - model number unknown (5mm trocar) - 1 ea (MFR report number 2027111-2024-00787). Complaint 2 of 2: (B)(4) - model number unknown (5mm trocar) - 1 ea (MFR report number 2027111-2024-00788). Product: 5mm trocar - ctf03 or ctr03. "Upon the trocar entry in the abdomen, the patient's liver was injured. The patient is fine. They completed the case with the same trocar that was associated with the device. The trocar was discarded after the surgery. The model number and lot number is unknown - suspecting to be ctf03 or ctr03 due to the trocar being a 5mm trocar." Product not returning. Intervention: it was finished with the same instrument. Patient status: patient damaged his or her liver upon trocar entry. The patient is fine.

Event description:
Procedure performed: unknown (robotic surgery). Event description: complaint 1 of 2: (B)(4) - model number unknown (5mm trocar) - 1 ea. Complaint 2 of 2: (B)(4) - model number unknown (5mm trocar) - 1 ea. Product: 5mm trocar - ctf03 or ctr03. "Upon the trocar entry in the abdomen, the patient's liver was injured. The patient is fine. They completed the case with the same trocar that was associated with the device. The trocar was discarded after the surgery. The model number and lot number is unknown - suspecting to be ctf03 or ctr03 due to the trocar being a 5mm trocar." Product not returning. Intervention: it was finished with the same instrument. Patient status: patient damaged his or her liver upon trocar entry. The patient is fine.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be sent upon completion of the investigation.